Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). The malfunction was observed and the processor/bridge/pace board was replaced to resolve the malfunction. The suspect processor/bridge/pace board was returned to zoll medical us. Visual evaluation of the board found damage. Due to the condition in which the board was received, root cause analysis could not be performed. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.